Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. 803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill guard, part number rob10016, lot 1341425 and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The barbed suction tube was completely detached. An outline consisting of weld material remains on the surface of the guard. There is no weld material remaining in the area just below the barb. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is to be determined. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The reported problem was assessed from a clinical standpoint: the procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed beyond the issue reported. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Further investigation into the reported failure is being conducted via a CAPA investigation to determine if additional actions are required.

Event description:
It was reported that, during burring of the distal femur in a cori assisted tka surgery, the real intelligence robotic drill guard nuzzle broke off and detached from the guard. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed beyond the issue reported.

Manufacturer narrative:
(B)(4).